Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse was able to reproduce the reported issue and replaced the batteries to address the issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that when a patient was moved from the intensive care ward to the hospital, it appeared after about 20 minutes that the batteries of the cs300 intra-aortic balloon pump (iabp) were drained. The patient was not endangered because the iabp was connected to mains power. It was later reported that the unit emitted an audible and visual alarm during the event. No adverse event was reported.